Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. Because the valve is not permeable, the computer control test is not applicable. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, organic deposits were found. Summary of the investigation results: based on our investigation results, we can determine an occlusion and a non-adjustability of the valve. The visible deposits in the valve have led to the functional impairment. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. No further actions are required as a result of the complaint.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (#fx490t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the valve caused an underdrainage and had adjustment difficulties. Shunt system revealed that there was a kink in peritoneal catheter. The patient underwent a revision procedure on (B)(6) 2024. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.